Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (h4 ¿ device manufacture date) should be: 12/01/2011. New information added to the following fields: d8, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the investigation results, distal end cover with layers of biofilm, could not be identified. Mbc could not conclusively specify the root cause of the suggested event. Mbc repeatedly requested sbc to update of the action item, and to provide the information regarding the culture test results and the checklist of the cds to the user. However, there was no response. Therefore, mbc determined unable to be obtained information any further. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿reprocessing manual_ cleaning, disinfection and sterilization procedures -precleaning - manual cleaning¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported that during estimation, the gastrointestinal videoscope was observed to have layers of biofilm on the distal end. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.